Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Cust states " I have 2 fistulas on the right side of my mouth. What should I do? "

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.